Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: the device could not be closed tight enough and the staple line bled. Blood loss was reported as under 200cc. The staple line was over sewed. Surgery time extension was reported as more than 30 mins.

Manufacturer narrative:
(B) (4). (B) (4).